Event description:
It was reported that a lead needed to be sent in to be analyzed for a possible defect. No patient symptoms were reported. No patient injury was reported. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).